Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.

Event description:
It was reported that the pump intermittently delivered less insulin than requested for multiple boluses. The customer's blood glucose (bg) level subsequently increased to be in the high 200's mg/dl with trace ketones. A correction bolus was delivered to address bg. A system check was performed and no pump or supply issues were identified; however, when the customer delivered a 4 unit bolus, an mdi syringe measured that only around 1.5 units were actually delivered. The customer reverted to an alternate method of insulin therapy.